Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had temperature problem and an error 80 (non-recoverable system error). Per additional information received on 13-oct-2022, it was stated that the reported problem was temperature issue. Upon field visit calibration was performed in order to rectify the issue and calibration failed showing error 80. The unit has been taken to tech department for further investigation and repair. The unit was at tech department pending decontamination.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature problem and an error 80 (non-recoverable system error). Per additional information received on 13-oct-2022, it was stated that the reported problem was temperature issue. Upon field visit calibration was performed in order to rectify the issue and calibration failed showing error 80. The unit has been taken to tech department for further investigation and repair. The unit was at tech department pending decontamination.